Manufacturer narrative:
Added a repositioning code. Product has returned to the manufacturer. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed and found dried blood/body fluid around the helix. Inspection of the lead body and electrode tip found no anomalies. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing did not identify any lead characteristics that would have resulted in the reported clinical observation.

Event description:
It was reported that this right atrial (ra) lead underwent a revision procedure due to dislodgement caused by patient anatomy. A few days later, the ra lead was dislodged again and the physician decided to explant the ra lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Added a repositioning code. Product has returned to the manufacturer.

Event description:
It was reported that this right atrial (ra) lead underwent a revision procedure due to dislodgement caused by patient anatomy. A few days later, the ra lead was dislodged again and the physician decided to explant the ra lead. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead underwent a revision procedure due to dislodgement caused by patient anatomy. A few days later, the ra lead was dislodged again and the physician decided to explant the ra lead. No additional adverse patient effects were reported.